Event description:
The patient had an infection. An epicardial lead was capped. The patient also had pericardial effusion during lead removal. Additionally, the field representative confirmed that the pericardial effusion was due to lead perforation.

Manufacturer narrative:
D6a and h4 corrected.

Event description:
The patient had an infection. An epicardial lead was capped. The patient also had pericardial effusion during lead removal. Additionally, the field representative confirmed that the pericardial effusion was due to lead perforation.